Manufacturer narrative:
(B)(6). Final analysis found that partial lead was returned in two pieces; insulation degradation was noted adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.